Manufacturer narrative:
The universal surgical manipulator (usm) was returned and evaluated by the failure analysis (fa) team. During fa, the reported problem of error 23087 on carriage d3 was confirmed in the field logs and replicated on system startup. The usm was able to pass sine cycle, fiber power, carriage strength and insertion friction tests on the patient side cart fixture test platform (pftp). After replacing the instrument sterile adapter (isa) and d3 rotor, the usm was able to initialize and turn on amps on the pftp. Based on these findings, fa concludes that the carriage d3 rotor assembly and the isa were the the root causes of the reported event.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted inguinal hernia surgical procedure; the clinical sales representative (csr) contacted the technical support engineer (tse) to report that the site experienced faults on an arm and the site needed to disable it. The tse viewed logs and noted error 23087 on universal surgical manipulator (usm)1. The caller stated that the site completed the procedure with 3 arms. The procedure was completed with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse was able reproduce the reported issue and replaced the universal surgical manipulator (usm) to resolve the issue. Isi has receive the usm involved with this complaint to perform failure analysis; however, failure analysis has not completed their investigation.